Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 left iui not connecting to the 8015. 8100; sn: (B)(4) customer stated that the left iui will not connect to the 8015, however the customer stated that it will work on the right side but not on the left side. I explain to the customer that he should brush his iui to make sure there's no corrosion. The customer said that he replaced the left iui and its still not connecting. I explain to the customer that he may need to change the left iui circuit board. The customer said ok and that he will change the circuit board and if he has any problems he will call back.